Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000ml exactamix eva tpn bags had leaked. This event occurred before use of the device. It was further reported that the bags were "leaking on the portion of the bag where it says made in (B)(4)". There was no patient involvement. No additional information is available.